Manufacturer narrative:
MFR reference number: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door not fully latched" alarm was confirmed through an event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The upper auxiliary assembly was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 2 occurrences of "door not fully latched" alarm was identified in the event history log. There was no patient injury or medical intervention required since these items were found during eval of the device.